Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Screw that holds the grey part of the handle came off as surgeon grabbed it . Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Reported event: it was reported that screw that holds the grey part of the handle came off as surgeon grabbed it . Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot k0b1a and all 25 devices were accepted into final stock on 04/16/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b1a shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
Screw that holds the grey part of the handle came off as surgeon grabbed it. Case type: tka. Surgical delay: = 15 minutes.